Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the physician attempted to place a lead during a permanent implant procedure. The physician was unable to place the lead due to the anatomy and size of the epidural space. The physician removed the lead and used a different model of lead to complete the case. The procedure was extended for over an hour (exact time is unknown.)